Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep met with patient to interrogate implant and got recharge data. Technical services(ts) reviewed with rep that recharge data showed recharging is within the normal range. Ts reviewed/encourage patient to recharge with controller asleep and monitor with green blinking light to get the most efficient recharge session: 3/23 50-100% good 1 hour today 3/30 20-30 poor 36 minutes 3/20 30-100- excellent 1 hour 3/15 30-70 excellent 26 minutes 3/15 70-100 excellent 27 minutes.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient reported the device was not working, they had been charging their ins for an hour and it only went up to 30%. When asked for the event date the patient said they had issues with the device since the day they got it. Patient said the paddle was replaced about a month ago. Patient said when they started charging the ins battery was on red. Pt said the ins was charging in an excellent quality. Agent reviewed with the pt the ins battery will enter passive recharge mode if the battery went too low, and it will take longer to charge. Pt said they think the controller was at fault. Pt was escalated. Agent had the patient remove the battery pack and plugged the controller from wall outlet with out the battery, and the patient confirmed the screen lit up. Pt reinsert the battery pack while the controller was still plugged in from the wall and the pt confirmed the green light blinking on top of the controller screen. Agent advised the patient the controller and the battery pack was working normal. Pt also mentioned the ins battery doesn't last long because before their ins battery normally last a week, and now it doesn't even last 3 days. Patient said no adjustment was made on their stimulation. Patient said they will get in touch with their medtronic rep. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.